Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was no reported damage to the battery cap or evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed one reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked. No battery cap was returned with the pump. A test cap was used and was able to attach on to the pump securely. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored.